Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors or handling of the device, from which the image sensor unit was damaged (such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken). It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connecting tube had a cut, the plastic distal end cover had a dent, the adhesives around the light guide lens had a white-clouded area, the light guide lens had a crack, the adhesives around the objective lens had a white-clouded area, the universal cord protector on the scope connector side had a scratch, the universal cord was sticky, the paint on the suction cylinder was peeled, switch 1 had a scratch, switch 2 had a scratch, the plug unit had a crack, the switch box had a crack, the plug unit was deformed, the universal cord had a scratch, the universal cord had a wrinkle, the scope connector was dirty due to water leakage, the scope cover was dirty due to water leakage, the control unit was dirty due water leakage, the adhesive on the bending section cover had a white-clouded area, the adhesive on the bending section cover had a chip, the play of the up/down knob was out of standard value due to wear of angle wire, the scope data was not displayed, the bending angle in the up direction did not meet the standard value due to wear of angle wire, and the objective lens had a chip. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion on the endoscope connector an e315(scope error/unsupported scope) error occurred. There were no reports of patient involvement.